Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.010.523. Lot: l168943. Manufacturing site: bettlach. Release to warehouse date: 15. December 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on an unknown date, the impactor and handle will no longer screw in together. It was detected during cleaning in sterile processing. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the driving cap was received at the us cq. The device had signs of wear from typical usage, such as shallow scratches and scrapes. The head is covered in small, shallow dents. The threads on the tip of the driving cap are deformed and warped with the starting threads having been flattened and slightly stripped. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the driving cap using the returned insertion handle. The driving cap was inserted into the insertion handle and was unable to begin threading into the device. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review; drawing(s) reviewed: (current & manufactured revisions). Connector for insertion handle tfna. Device history: the returned device was manufactured at the bettlach on 15 december 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint is confirmed for the driving cap. The threads at the tip of the device are deformed and stripped, preventing the device from mating with the associated insertion handle as it should. Aside from this, the device is covered in small, shallow scrapes and scratches, as well as shallow dents on its head. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the impactor and handle will no longer screw in together. It was detected during cleaning in sterile processing. There was no patient involvement. This report is for one (1) driving cap/ threaded. This is report 2 of 2 for complaint (B)(4).